Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2004, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2004, product type: lead.(B)(4).

Event description:
It was reported that the patient experienced difficulty keeping food down, vomiting, and diarrheas with un-digestive. The loss of therapy had a gradual onset since (B)(6) 2015. The patient had a loss of stimulation and was losing weight. A fall could be related to the issue, which occurred (B)(6) 2015. Conflicting information was reported including symptoms occurring before fall as well as return of symptoms since the fall. The patient wanted their device checked to see if it was still working or it was depleted. Currently, the patient was in a nursing home with a broken hip which occurred due to the fall. Follow-up is being conducted to determine cause, actions, and outcome.

Event description:
Additional information from the patient reported that the patient lost 60 pounds when the implantable neurostimulator (ins) was depleted and it was taking them a year to get back to normal weight. The patient stated the battery "failed" and was replaced in 2015, but then later confirmed that it was a normal battery depletion. The patient was currently on tpn as they could not use feeding tubes because they did not have gut function. They were eating a lot of liquid and some solid. There was no other information available at the time of the report.

Manufacturer narrative:
Device code (B)(4) is no longer applicable to this event.

Event description:
Additional information from the healthcare provider (hcp) confirmed that the normal battery depletion was first observed during an office visit on (B)(6) 2017. The hcp noted that the battery depletion was not normal.